Event description:
It was reported that during a tram transverse rectus abdominis myocutaneous flap breast reconstruction procedure, the surgeon was attempted to ligate vessels off the deep inferior epigastria artery in the pelvic region. During the case, the surgeon fired several clips from the device without an issue and then severed a vessel when attempting to ligate it and operate the device. A clip was deployed at this time and when the clip closes on the vessel it immediately severs it from the surgeons report. The surgeon opened another device and the same issue occurred after several firings. The surgeon was able to finish the case and ligate the vessel with several attempts of the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Middle of clip applier (i.e. Approximately 7th clip) but can be established with product assessment as stopped using at time of fault. What vessel or structure was the device fired on at the time of the event? Vessels of deep inferior epigastic. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? None reported. Was any unexpected resistance felt while firing the trigger? None reported. Were any unexpected noises heard? None reported. Did anything unexpected happen prior to this incident? Not reported. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Tram for breast cancer. Does the patient have any relevant history of surgical treatments? Unreported. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Discussion with surgeon re: no torque on vessels when operating mca, impact of vessel structure on outcome, discussed alternate small clip applier/ligaclip to control force for vessels. Discussion occurred week prior to incident. What intervention was taken to stop the bleeding? Another mca opened and used after 2 devices failed. What was the quantity of blood loss? Uncertain.

Manufacturer narrative:
(B)(4). The analysis results found that six devices (a, b, c, d, e, f) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices (c, d) batch # h91h83 (mfg date 6/28/2011; exp date 5/28/2016).